Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the reported issue. The unit was hooked up to a vt plus hf flow analyzer no inaccurate readings were logged. Unit passed 119 hours of extended test without any unusual alarm or error condition. Ventilator passed initial final test using automated testing fixture which test the total functionality of he ventilator. Passed initial alarm volume test with no restriction.. The unit was opened and inspected no anomalies were found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has rate inaccuracy issue. The unit delivering double than the set rate while on a patient. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.